Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a low blood glucose between 35 and 40 mg/dl requiring administering of glucagon by a non-health care professional third party. The reporter indicated that paramedics were called however there was no indication of treatment from the paramedics. The reporter indicated that the pump had an issue with time and date not being maintained in the pump with battery removal. This report is made based on the allegation that the patient experienced hypoglycemia requiring administering of glucagon related to use of the pump.